Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that catheter got stuck in the lesion and separation occurred upon removal. The 99% stenosed target lesion was located in a severly calcified below the knee artery by ipsilateral approach for endovascular treatment. An opticross imaging catheter was advanced for use. Following pre-dilation, the device was advanced, however, the catheter got stuck at the tip of the lesion. When trying to pull out, the catheter got separated at the blue shaft part about 28cm from the tip. Subsequently, it was retrieved by snaring. The device was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that catheter got stuck in the lesion and separation occurred upon removal. The 99% stenosed target lesion was located in a severly calcified below the knee artery by ipsilateral approach for endovascular treatment. An opticross imaging catheter was advanced for use. Following pre-dilation, the device was advanced, however, the catheter got stuck at the tip of the lesion. When trying to pull out, the catheter got separated at the blue shaft part about 28cm from the tip. Subsequently, it was retrieved by snaring. The device was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR.: the unit returned with the sheath assembly damage, as part of overall visual revision. The imaging window was detached from the lapjoint section of the device. Windup were encountered in the double heat shrink area of the telescope. Ic windup began 24.60 cm from the distal end of the connector shaft. No other visual damages were encountered upon visual inspection. The distal housing and the transducer assembly appears to be in good conditions. The imaging window was found detached from the lapjoint and the measure of this section was within specification. The imaging window was observed detached from the sheath assembly. Additionally the guidewire exitport appears to be in good condition.